Event description:
Account reports one incident in which during infusion of antibiotics, (gentamycin and ampicillin), and 1/4% normal saline, the stopcock cracked with subsequent leakage. Device was in use approx 24-48 hours. Rptr stated there was no pt compromise to the neonate.